Event description:
It was reported that noise was noted after delivery of hv therapy. Decreased impedance and sensing thresholds were observed with an increase in capture. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.